Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the patient effect and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a transcatheter intracranial aneurysm stent-assisted embolization, cerebral angiography and aortic arch angiography procedure using an 8f sheath. The patient was under general anesthesia. Reportedly, it was difficult to remove the proglide device after deployment. Emergency vascular surgery was performed to remove the proglide device. The skin was incised about 4 cm upward along the puncture point under local anesthesia. It was found that the distal black sheath (guide) of the proglide had separated from the "main body of the device" and was in the vessel. The proglide main body was separated from the anterior segment subcutaneously. The tissue around the main body was incised. The proglide main body was removed. The femoral artery was dissected and freed to the deep surface. No residual broken end was observed. The puncture point was sutured with 5-0 prolene line. The distal sheath of the proglide was observed in the vascular lumen from the external iliac artery to the abdominal aorta under x-ray fluoroscopy. The upper and lower ends of the femoral artery were blocked. The femoral artery was incised. Mosquito forceps were extended upwards into the vessel to completely remove the residual proglide distal sheath portion about 20 cm. The femoral artery incision was closed and the skin was closed layer by layer. The patient was safely returned to the ward postoperatively. The patient had prolonged bed rest and hospitalization. No additional information was provided.